Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the recharger reset instructions were reviewed with the patient¿s wife and sent to her as well. The patient¿s wife was able to get the recharger working after receiving instructions. Following this the patient¿s implantable neurostimulator (ins) was recharged and turned on using the patient programmer (pp). The problem was fixed on (B)(6), 2018. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the caller mentioned that the patient was in rehab after an unrelated fall that broke their femur. Caller stated the patient's wife forgot to charge their ins for 5 days since they were in the hospital and so the patient was shaking pretty bad due to the ins not being on. Caller was reported a blank screen. Caller stated the patient went to charge, insr plugged into the wall and green light was on but screen was blank and insr was beeping. Unable to troubleshoot due to lack of product access as caller was not with patient. There were no further complications reported.